Event description:
It was reported that a pump malfunction occurred due to an empty cartridge alarm, leading to a discrepancy between the expected and displayed insulin levels. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller by guiding them through the process of filling and loading a new cartridge, and it was decided to replace the pump and affected cartridges.